Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 112 mg/dl at the time of incident. Customer stated that there was fluid under the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.